Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not generate a 12 lead ECG while monitoring a patient, it would only show leads 5 and 6. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.